Event description:
First responders went out to a full arrest, hooked up a pt and the electrodes to a lifepak 500 AED, and the defibrillator registered "connect electrodes" and would not give a reading. After arrival at the hosp, the pt was transported to the i.c.u. No further info on the pt status is available. The users discarded the electrode pads, and they are not available for investigation.